Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient felt a vibratory alert and presented to the hospital. Upon interrogation, non-sustained oversensing with noise was observed. In addition, the high voltage and pacing impedance ranges were elevated and the sensing value decreased. The tachycardia therapy was programmed off due to an anticipated lead revision. Three days following, the pocket was opened and it was noted that the lead wasn't properly screwed into the device header. The screw was fixed and all electrical parameters were stable and in range and the event was resolved. The patient was stable.